Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was inspected, tested, and it failed per specifications with low readings.

Event description:
The customer reported via phone call indicating that they had a sensor anomaly on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor need to be replaced. The enlite sensor was not pulled/detached.